Event description:
Event: (cc# 98-01072) the iab leaked. Blood was noted in the tubing. On 9/24/98, the following was reported to datascope: when placing the balloon into the sheath, blood leakage was visualized at the base of the balloon. The iab was removed and another was inserted. There was no patient injury or complication as a result of the event. The patient was sent for revascularization at another hospital. [Event complications]: unknown - reported 8/31/98; none - rpt'd 9/24/98. [Patient's current status]: transferred - rpt'd 9/24/98.